Event description:
On (B)(6) 2006 patient reported low cartridge. After putting a new filled 3cc syringe into pump and restarting put app 1515, patient had low cartridge alert app 1600. At that time syringe was nearly empty, below low cartridge alert of 0.5ml. Patient reported chest pain, tachycardia, fetal tachycardia.